Event description:
The customer reported obtaining erroneously low na (sodium) results for multiple patients involving a unicel dxc 600 synchron system. The customer stated that reruns produced na results which match the historical results of the patients and the results were reported out of the laboratory. The erroneous results were not reported out of the laboratory and there was no affect to patient treatment in connection with this event. Multiple attempts were made to obtain tests data but the customer did not remember the details and did not provide the data. The customer stated that quality control was run prior to the event but did not indicate whether the qc results were within the laboratory's established ranges. The customer proceeded to replace the na and cl (chloride) electrodes which resolved the issue. Beckman coulter field service engineer (fse) was not dispatched and issue was resolved by the customer. Failure mode was determined to be the na electrode.

Manufacturer narrative:
Conclusion: issue was resolved by the customer by replacing the electrode.